Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon lost control of the wrists of a maryland bipolar forceps instrument. When the operating room team removed the instrument from the arm, the first assistant observed that the cords were broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the device was inspected prior to use and there were no damages or anything out of the ordinary. The issue occurred with the surgeon¿s head inside the surgeon side console¿s (ssc) high resolution stereo viewer and the issue occurred while surgeon was attempting to manipulate the instruments from the ssc. The failure was inability to move instrument wrists. The movements scaled appropriate appropriately to the instrument. The movements of the instrument¿s wrists were chaotic, not as the ssc intended. The timing of instrument movement was appropriate. There were no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference, and no external collisions experienced. The issue was persistent. The instrument was replaced with backup instrument of the same kind.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.